Event description:
It was reported that a pt/consumer experienced "transient blindness, chemical burns of eye, eye irritation, blurred vision, wrong technique in drug usage process." It is noted that the issue resolved. No other info was provided. Add'l info is not available since the reporter's contact info was not provided.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. The lot number is unk. A trend related investigation is currently in process. Upon completion, a follow up medwatch will be filed. (B)(4).